Manufacturer narrative:
Device evaluation: product chemical test was conducted on the returned sample, all the tested items met product specification. No product deficiency was confirmed. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: device history record (DHR) review was completed and the reported lot was released according to specification. A search of complaints for the product family was conducted based on the previous 12 months. Complaint data was trended by the reported lot number: zh05024. Only one complaint was reported in previous 12 months. A product deficiency was not determined. Conclusion: based on the manufacturing record review, product evaluation and historical complaint review, there is no indication of a malfunction or product quality deficiency. The reported event is not confirmed, and no escalation is required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: exact date was not provided, (B)(6) 2021 is provided as a best estimate. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2021, the consumer complained that she started to use consept 1-step from the beginning of january 2021 through the middle of february 2021, and experienced red eyes after wearing her contact lenses. The product was used as instructed per the directions for use (dfu). She visited an eye clinic and the ophthalmologist told her the cause was unknown. She did not mention using concept 1-step. Prescription eye drops were used for about 4-5 days and eyes recovered. However, after applying contacts again, she again experienced red eyes. This reportedly occurred three times. When a new pair of lenses were used directly from the blister pack, there was no problem. This report captures the event for the solution. A separate report is being submitted for the neutralizing tablets.